Event description:
Perfusionist attempted to adjust flows per md request and noticed that, despite any changes in rpm, the displayed flow was not changing as expected. Perfusionist removed flow probe and reattached it and incorrect/locked flow reading persisted. Perfusionist tried a different flow probe and the flow reading was still locked and not reading appropriately. While the perfusionist troubleshot the cardiohelp, a spare centrimag was brought into the room to function as a flow probe until the issue was resolved. After discussing with cardiohelp rep and md, the decision was made to switch patient to a different cardiohelp console. The switch took around 10 seconds and patient tolerated exchange well with cca at the bedside.